Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058191r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient was scheduled for pump replacement due to normal battery depletion. The patient presented to the procedure with complaints of pain not being controlled as well as normal for the past 2 months (gradual onset). A pre-operative CT showed no signs of occlusion. After disconnecting the catheter from the pump, a crystallized substance was observed "filling the pump connector port." The surgeon was then unable to withdraw cerebrospinal fluid (csf) through the catheter. An occlusion was suspected at the pump connector. No further diagnostics or troubleshooting was performed. Both the catheter and pump were subsequently replaced. No issue was determined with the pump, but it was sent back for analysis. The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without sequela. The pump was used to deliver demerol.

Manufacturer narrative:
Analysis of the pump head found hole in pump tube and mechanical wear. Analysis also found pump motor feedthru anomaly with shorting across insulator. Analysis of the pump head also found deformed pump tube. Analysis of the catheter pump connector found broken suture ring. Analysis of the catheter body found dark residue occlusion in dispensing holes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.